Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient implanted with this pacemaker and a non-boston scientific right ventricular (rv) lead experienced a syncopal episode that was felt to be related to atrial fibrillation (af) with rapid ventricular response. A health care professional (hcp) contacted boston scientific technical services (ts) and noted there was no recent remote interrogation from the date of the episode. Ts reviewed previous remote interrogation data and noted rv pacing impedance measurements had been varying from the 500 ohms range to the 1,800 ohms range for the past year. Additionally, high rv threshold measurements were noted with the auto threshold programmed off and outputs programmed to a fixed output of 5 volts. Ts noted that capture would not be able to be assessed through the remote interrogation due to the auto threshold feature being programmed off. The hcp planned to contact the patient to perform a remote interrogation. Available information indicates this product remains implanted and in service. No additional adverse patient effects were reported.